Event description:
Follow-up information was received on 02-dec-2020: the patients initials and age were provided. She was 54 years old at the time of the event. The patient was injected with a total of 3 ml of radiesse®, into the cheeks, chin and preauricular areas, on (B)(6) 2020. The batch record review was received and the batch number for radiesse® was confirmed as 100125564 (expiry date 10/2022). A lot search in the global safety database was conducted. As reported, she was injected subcutaneously and periosteally into the cheeks. On (B)(6) 2020, 3 days after the treatment with radiesse®, the patient experienced a worsening pain and swelling to the right cheek. Upon presentation she had reticulate erythema with associated swelling of the right lateral and upper malar regions compared with previous periosteum depots of radiesse®. As reported, treatment remedies were given for presumed vascular compromise. On (B)(6) 2020, 11 days after the treatment with radiesse®, the patient fully recovered. The outcome of the event was reported as resolved (changed from unknown). In the opinion of the reporter, there was likely some vascular compromise that resulted in patients symptoms. Due to remedies to increase blood flow, patient recovered without an incident.

Manufacturer narrative:
The device history record for lot 100125564 was reviewed. No non-conformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was treated periosteally with radiesse®, into bilateral cheeks, in (B)(6) 2020. In (B)(6) 2020, 3 days after the treatment with radiesse®, the patient experienced an increased swelling and soreness of the right cheek more than left. On the exam, the patient presented with segmentally distributed right upper malar area with reticulate erythema and associated edema. Vascular occlusion was suspected (also reported as it looked like the patient may had a little bit of a vascular occlusion on her right cheek). Corrective treatment included 300 units of hyaluronidase and 325 mg of acetylsalicylic acid given in the office. The patient was given topical nitroglycerin to apply at home and instructions to apply warm compresses every 2 hours for 10 minutes. Four days after the treatment, the patient still had segmentally distributed reticulate erythema but less associated edema and additional 200 units of hyaluronidase were injected. The patient started to use oral doxycycline and prednisone, 40 mg once a day and tapered it off within 9 days. Red led light was also applied to the site. She was going to continue the usage of warm compresses, topical nitroglycerin and oral acetylsalicylic acid for 5 additional days. Follow-up was scheduled in 2 days or sooner if the symptoms worsen. The outcome of the event was unknown.